Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report was created due to update on investigation conclusion code.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, patient came into the hospital for suspected infection. The pocket was opened and exploratory flush out was performed. The lead broke off upon extraction and a small portion of the lead was still in the patient's body. The x-ray revealed that the portion of the lead that remained was the ring to the distal tip. This previously abandoned rv lead remained surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, patient came into the hospital for suspected infection. The pocket was opened and exploratory flush out was performed. The lead broke off upon extraction and a small portion of the lead was still in the patient's body. The x-ray revealed that the portion of the lead that remained was the ring to the distal tip. This previously abandoned rv lead remained surgically abandoned. No additional adverse patient effects were reported.